Manufacturer narrative:
The manufacturer previously reported a failure of the ventilator to provide the prescribed pressure. There was no patient harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device was recalibrated to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging an issue with a ventilator to provide the prescribed pressure. There was no harm or injury reported. The device's evaluation has yet to be completed by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a failure of the ventilator to provide the prescribed pressure and was recalibrated to address the issue. During additional evaluation, the device failed test steps during testing. The device's active exhalation control module was replaced to address the issue.